Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (ami). The target lesion was located in right coronary artery (rca). A 3.50x28mm promus element plus stent was advanced to treat the lesion however, it was unable to cross. The physician removed the device from the patient's body. Upon inspection, it was noted that the proximal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked 6cm at various locations along its length. An examination of the crimped stent found that the proximal edge of the stent was lifted. No other damage was visible along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (ami). The target lesion was located in right coronary artery (rca). A 3.50x28mm promus element plus stent was advanced to treat the lesion however, it was unable to cross. The physician removed the device from the patient's body. Upon inspection, it was noted that the proximal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).